Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, she experienced that her far vision was very blurry. She could see dashboard/intermediate vision, but could not see at distance and it has not improved yet. She also experienced glare and halos which is also not resolved yet. The surgeon gave her glasses, which did improve vision, but she was reluctant to use glasses. She was on steroid drops for extended period of time due to sharp pain and redness after surgery. Now she is just using artificial tears.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product remained implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up information was provided that a vitrectomy was conducted post op for pre-existing floaters. Patient's vision has been blurry since surgery, has not improved. The patient reported that they can see dashboard/intermediate vision, cannot see distance. Also has glare/halos that have not resolved. Patient has not had 2nd eye done yet, will wait until this issue is resolved. Surgeon gave her glasses rx which did improve vision, but does not want glasses. He also offered to send her for lasik evaluation, but the patient does not want to pay more money out-of-pocket for an additional procedure. Patient is aware of advanced technology intraocular lens (atiol) program if an intraocular lens (iol) exchange does occur. Patient was on steroid drops for extended period of time due to sharp pain and redness after surgery. Now just using at's (artificial tears). File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).